Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary tract infection ("bladder/urinary problems: uti"), fatigue ("fatigue"), migraine ("migraine"), headache ("headaches"), alopecia ("hair loss") and complication of device removal ("complications during removal surgery"). The patient was treated with surgery (hysterectomy full). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain, back pain and dyspareunia had resolved and the urinary tract infection, fatigue, migraine, headache, alopecia and complication of device removal outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, migraine, pelvic pain and urinary tract infection to be related to essure. No further causality assessment were provided for the product. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: new events -dysmenorrhea (cramping), pelvic pain, abdominal pain, back pain, dyspareunia (painful sexual intercourse), general abnormal bleeding, bladder/urinary problems uti, fatigue, migraine, headaches, hair loss, complication of device removal, device monitoring procedure not performed. Reporter details, patient demographics, essure indication and dates added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test". On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), migraine ("migraine"), headache ("headaches"), rash ("arms rashes"), constipation ("constipation"), bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation ("migration of essure device location of device: do not recall"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), abdominal pain ("abdominal pain"), urinary tract infection ("bladder/urinary problems: uti"), alopecia ("hair loss") and complication of device removal ("complications during removal surgery"). The patient was treated with surgery (ablation, hysterectomy full and total hysterectomy (uterus and cervix removed))). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, device dislocation, urinary tract infection, fatigue, migraine, headache, alopecia and complication of device removal outcome was unknown and the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea, abdominal pain, back pain, dyspareunia, rash, weight increased, constipation, bladder disorder and urinary tract disorder had resolved. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, complication of device removal, constipation, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, rash, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy in essure insertion date as (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. Ultrasound scan vagina - on (B)(6) 2010: results were normal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-feb-2020: pfs received: events: abnormal bleeding (vaginal, menorrhagia ), arms rashes, bladder or urinary problems or changes, migration of essure device, device breakage, weight gain, constipation were added. Event onset date, patient demographics, lab data were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test". On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), migraine ("migraine"), headache ("headaches"), rash ("arms rashes"), constipation ("constipation"), bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation ("migration of essure device location of device: do not recall"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), abdominal pain ("abdominal pain"), urinary tract infection ("bladder/urinary problems: uti"), alopecia ("hair loss") and complication of device removal ("complications during removal surgery"). The patient was treated with surgery (ablation, hysterectomy full and total hysterectomy (uterus and cervix removed))). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, device dislocation, urinary tract infection, fatigue, migraine, headache, alopecia and complication of device removal outcome was unknown and the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea, abdominal pain, back pain, dyspareunia, rash, weight increased, constipation, bladder disorder and urinary tract disorder had resolved. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, complication of device removal, constipation, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, rash, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy in essure insertion date as (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. Ultrasound scan vagina - on (B)(6) 2010: results were normal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-mar-2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.